Event description:
It was reported that the patient felt stimulation with insr (implantable neurostimulator recharger) over the implant, even when the ins (implantable neurostimulator) wasn't turned on. If she took the insr away, then the stimulation went away. It was also claimed that the patient could feel stimulation with just the patient programmer turned on. It was confirmed that the ins was off when stimulation in her back was reported. When ins was actually turned on, the patient felt stimulation in her leg and back. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).